Event description:
Britepro solo laryngoscopes with batteries and blade that were within dates failed to function causing a delay in intubation of a patient in respiratory distress. This caused us to do a spot check of other blades in temperature tracked store rooms and 3 of the 5 blades tested all failed (2 did not light, 1 was too dim to be effective.) The lot numbers we know are affected are 201101080 exp. 2025-10-01 (mac 3 used in actual case and only paper that was saved from the event), 200902793 exp. 2025-08-01 miller 3, 210100662 exp. 2025-12-01 mac 3, and 210303606 exp. 2026-02-01 mac 4. Patient code: 4462. Device code: 1198, 1184. Reference reports: mw5171679, mw5171680, mw5171681.